Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the device had internal corrosion. The bearings, trigger, and rotor were replaced.

Event description:
It was reported that during testing conducted at the MFR, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.